Event description:
A report was received that alleged during use of the device, a portion of the device needle broke and remained inside the pt. The needle fragment was removed with a small surgical incision. No permanent adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the result of the eval.